Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during dwell. The home patient (hp) had two unused supply lines on the hc with open clamps. The hp was advised to finish therapy via manual exchange. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was stated there was no patient injury or medical intervention associated with the incident and the patient finished the box of supplies with no further issues. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to an open clamp on an unused supply line. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).